Manufacturer narrative:
(B)(4). Unintended radiation exposure with xray.

Event description:
According to the reporter, as part of an esophageal procedure, a patient swallowed the capsule. Physicians performed an x-ray on the patient and noticed that the patient had not passed the capsule. The patient previously had bowel surgery. Additional information was requested from the reporter; should we receive additional information, a supplemental MDR will be filed.